Event description:
It was reported that the shunt malfunctioned.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve was within specifications for all pressure-flow and preimplantation testing. The valve did not pass leak testing due to a cut on top of the delta chamber. There was also a tear on the side of the valve reservoir as well as a scratch on the outlet connector. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.